Event description:
Since having essure, I have had constant pelvic pressure , migraines, weight gain , extreme bloating, back pain, painful sex, break outs, inflammation, so bad it causes chronic heartburn. This device has been nothing but a living hell! It needs off the market asap!